Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date), g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of operation notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: operation report and discharge summary painful right hip, imagining confirmed pseudotumor. Bare trochanter, abductors completely detached from the greater trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision on approximately 7 years later due to pain and pseudotumor. During the revision large collection of fluid and abnormal tissue as well as complete detachment of the abductors from the greater trochanter was noted. The trunnion was found to have no significant corrosion. The head, liner, and cup were revised. It was reported that no further information could be provided.